Event description:
It was reported that during a total gastrectomy procedure, the device was used for anastomosis of the esophagus and the jejunum. The ring was confirmed, but the jejunum fell out during irrigation. It was found that almost all staples were unformed. The esophagus entered into the thoracic cavity, the diaphragm was cut and the esophagus and the jejunum were anastomosed again with another like device. There were no adverse consequences for the patient. The nurse commented that the device was fired without confirmation of the gap setting scale.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.